Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was a big change in longevity estimation between two follow-ups. It was questioned if this can be considered normal device behavior. The device pacing mode was reprogrammed at the second follow up visit and the device status is unknown. No patient complications have been reported as a result of this event.